Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative was unable to replicate the reported issue. The representative reported that the navigation system has been used since the reported issue occurred without an allegation of deficiency. The spine clamp used in the procedure was noted to be fully functional. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional.

Event description:
A medtronic representative reported that, while in a spinal fusion, an imprecision was observed was observed. Following an initial image acquisition, the screw was placed accurately. When performing the second screw placement, the representative noted that the skin was applying pressure to the reference frame and they suggested the surgeon increase the size of the incision area to prevent any frame movement. Upon placement of the third screw, the representative noted that the frame moved. The surgeon stated that they felt accurate and continued with the procedure. The surgeon then performed a second image acquisition and the imprecision of at least 5 millimeters. The representative reported that the reference frame was attached to poor anatomy and not securely fixed. Due to the imprecision, six screws were revised due to inaccurate placement. The left screws on the t5, t6, t7 and t8 vertebral bodies were medially inaccurate. The right screws on the t4, t6 and t7 vertebral bodies were laterally inaccurate. The revision of the screws was performed with a c-arm and fluoro imaging. The surgeon opted to complete the procedure without the use of the navigation system. The surgeon opted to complete the procedure without the use of the imaging system. There was a reported delay to the procedure of thirty minutes due to this issue. No additional information was provided.